Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recn0606 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that device had an "abnormal blood withdrawal". An x-ray showed that the catheter broke and migrated to the pulmonary artery. The catheter was removed.